Manufacturer narrative:
(B)(4). The device history review for the product maryland dissector, lot #73l1600025 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During use on a patient, when the user held the needle attached on the needle holder using the maryland dissector and tried to pull the needle, the maryland failed to hold the needle and broke. The broken parts of the maryland were removed from the patient and no health injury was reported. A CT scan confirmed that no fragments were left inside the patient.

Manufacturer narrative:
(B)(4). Per DHR the product maryland dissector, lot # 73l1600025 was manufactured on 11/07/2016 a total of (B)(4) pieces. Lot was released on 1 1/11/2016. DHR investigation did not show issues related to complaint. One (1) tool tip of catalog number pcvmd5 maryland dissector was received for analysis, tool tip arrived without package, according to sap system the lot number is 73l1600025. During visual inspection was observed: one of the jaws of the tool tip is broken, in addition a part from a percuvance shaft was returned, issue reported by the customer "unable to remove tip from shaft" was not confirmed during visual inspection. Functional inspection was performed by assembling the percuvance system using the returned mechanical tool tip pcvmd5 maryland dissector, with a test shaft and test handle. The shaft was assembled to the handle correctly, and then the pcvmd5 maryland dissector was assembled to the shaft, upon of the remove of the tool tip from the shaft it was confirmed the defect reported by the customer "unable to remove tip from shaft" as the percuvance tip was not able to be removed from the test shaft. Other remarks: a design change was implemented under the dco-023231 to reduce length of 0.154 od from .185 to .165 ¿.002 in the component tfx-001034. The reported complaint issue of "unable to remove tip from shaft" was confirmed based upon the sample received. During our functional inspection it was observed that the mechanical tool tip was unable to be removed from the shaft, to eliminate this condition a design change was implemented in 05/23/2017 to reduce length of 0.154 od from .185 to .165 ¿.002 in the component tfx-001034, no further actions will be taken.

Event description:
During use on a patient, when the user held the needle attached on the needle holder using the maryland dissector and tried to pull the needle, the maryland failed to hold the needle and broke. The broken parts of the maryland were removed from the patient and no health injury was reported. A CT scan confirmed that no fragments were left inside the patient.